Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID neu_recharger_acc, serial # unknown, product type recharger.

Event description:
Additional information was received from a consumer. It was reported that the replacement of the desktop charger did not resolve the pain all the time and that the first one worked better. The patient stated they always had to recharge every day or day and a half.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID :37761, serial# (B)(4), product type: recharger.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the connector pin of the patient's desktop charger was broken, the patient also reported leg pain. It was not stated whether the broken recharge connector led to the leg pain. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After review it was determined to read "adverse event & product problem" if information is provided in the future, a supplemental report will be issued.